Event description:
It was reported that post gastric band procedure, the surgeon was trying to make a band adjustment and could not get the fluid back. They took the pt into surgery to do an additional procedure and concluded that the tubing strain relief separated from the locking connector and was sliding on the tubing, which caused a kink in the tubing. Surgeon replaced the locking connector and port. The pt is now hospitalized and in stable condition. This was the first adjustment for the pt and the original surgery was approx 4 weeks ago.

Manufacturer narrative:
Date sent: 08/11/2008. Info anticipated, but unavailable at this time.